Event description:
A physician called a respiratory therapist into the patient's room because the physician was unable to change a mode to increase the positive end expiratory pressure (peep) from 6 to 10. The ventilator system would not allow the change to be made. The respiratory therapist tried to make the change and the vent alarmed high pressure even though the pressure (high) was set at 50 cmh20, peak flow at 100 lpm, and the patient was showing peak inflating pressure (pip) 30cmh20. The vent would not deliver 10 cmh20 peep. The vent was changed out with another vent with no adverse outcome to the patient. The vent was brought to biomedical engineering where it was inspected. The technician verified the problem with the peep function. The peep pump was calibrated and retested o.k. The vent was placed back in service.